Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment procedure was being performed when the issue occurred. The procedure was completed by move the patient to another room. A philips field service engineer (fse) examined the system on-site checked the system and confirmed the reported problem. After reviewing the log fse confirmed the reported problem. During troubleshooting, the fse found the blackened fuse holder was causing intermittent electrical issues, leading to a loss of current to the amc drive. To resolve the issue, the fse replaced the upper amc board and adjusted the motor currents for the longitudinal. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the image processing computer (ippc) intermittently failed to boot. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.